Event description:
It was reported that the patient experienced excellent relief for approximately 10 days after implant, before developing intense uncomfortable stimulation. The patient felt like his legs were jumping during stimulation, and described a "buzzing type feeling" at the lead location. Turning the device off did not eliminate the buzzing feeling. It was noted that the patient had been seeing a physical therapist, but it was low impact and he felt fine at the last session. The patient experienced a loss of therapeutic effect. Impedance measurements were all within normal limits and x-rays showed no lead migration. It was reported that the patient had stimulation, but his pain levels had increased dramatically due to a fall and the physical therapy, and the paresthesia no longer covered his pain. It was noted that the patient was in a motor vehicle accident on (B)(6) 2009. It was later reported that there was altered impedance on one electrode. In addition, the ins was very superficial and mobile, causing the patient discomfort. The patient wanted the system removed and replaced. The patient underwent a revision, which was completed without complications.

Manufacturer narrative:
(B)(4). Lead: model 39565-30, serial# (B)(4), implanted: 2009 (B)(6), explanted: 2010 (B)(6); extension: model 3708140, serial# (B)(4), implanted: 2009 (B)(6), explanted: 2010 (B)(6); extension: model 3708140, serial# (B)(4), implanted: 2009 (B)(6), explanted: 2010 (B)(6); programmer: model 37743, serial# (B)(4).